Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was not connected at the time of the alarm. This occurred at the end of peritoneal dialysis therapy as the patient would get their therapy information. The patient reported turning the device off to resolve the issue. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned, a sample analysis could not be completed. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.